Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door is not functioning properly during recovery, it was clicking 3 times. The field service engineer was able to resolve the issue by replacing all 4 latches. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had tower door failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.